Manufacturer narrative:
An event of device deformity was reported. Also reported that the device was removed from the patient and replaced with a new 26 mm amplatzer septal occluder; the device fit well with the patient anatomy and was implanted. Information from the field indicated there were no interactions with cardiac structures and there were no angulations or kinks noted on the delivery system. The correct size delivery system was used as per instructions for use. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Images from field appeared to show the occluder device deformed in cobra conformity. It is possible that the device was oversized as a smaller device fit well in the anatomy and was implanted; however, the exact cause of device deformity could not be conclusively determined. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 28mm amplatzer septal occluder was selected for implant on (B)(6) 2024 using a 10f amplatzer trevisio intravascular delivery system. During implant both discs of the device took on a cobra shape. Several attempts were made to re-deploy the device, however the device did not conform to its original shape. The device was never released from the delivery cable. The device was removed from the patient and replaced with a new 30mm amplatzer septal occluder. During implant it was determined that the device was too big and did not optimally fit in the interatrial septum. The device was removed from the patient and replaced with a new 26mm amplatzer septal occluder. The device fit well with the patient anatomy and was implanted. There were no interactions with cardiac structures. There were no angulations or kinks noted on the delivery system. The patient remained hemodynamically stable. There were no clinically significant delays in the procedure. There were no adverse effects to the patient. The patient status was stable.